Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a pending alarm was occurring with the pump. The reservoir was unable to be aspirated. Negative pressure was unable to be maintained. Different needles and syringes were tried. Only about 10 milliliters of the water contained in the pump was able to be aspirated. A different pump was used in the surgical procedure. Additional information received reported the device was not implanted into the patient. There was ¿nothing to report¿ from the patient standpoint. It was later reported the pump stalled before it was taken out of shelf state. It was assumed that since the pump was able to be interrogated that it was no longer stalled. No logs were printed. It was noted the patient was therapeutic with the implanted pump.